Manufacturer narrative:
UDI (di):(B)(4).

Event description:
It was reported that the right ventricular lead exhibited noise. The patient was asymptomatic. During the lead revision procedure, clavicular crush was suspected. The lead was explanted and replaced without complication. The patient was in stable condition post procedure.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 11.2 cm to 11.5 cm from the connector pin which exposed the outer coil. The abrasions were consistent with exposure to constant friction against another implantable device. The damage found likely resulted in the reported noise anomaly. The insulation was also abraded, exposing the outer coil at 45.8 cm to 47.7 cm from the connector pin. The abrasions were consistent with exposure to constant friction against another implantable device or feature of the heart.